Event description:
The customer reported the instrument generated suppressed result errors (no result value) and a leak from the mc (module chemistry) syringe on their unicel dxc 660i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the source of the leak was from the mc (module chemistry) sample probe, not the initially reported mc sample syringe. The fse replaced the mc sample probe wash collar solenoid valve to resolve the issue. No further leaking was observed or instrument errors generated. The beckman coulter internal identifier for this event is (B)(4).